Event description:
(B)(6) reported, on behalf of customer, false positives reported on the panther instrument for the aptima sars-cov-2 assay, ml: 285849. Customer reported the negative control resulted with an rlu that was too high, 628, invalidating the run. Customer then questioned previously positive patient samples. 35 samples were confirmed to have differing results when tested on another platform.

Manufacturer narrative:
Hologic performed a risk assessment and determined the overall risk to patient was as far as possible. The risk assessment discussed that the covid-19, 10 may results must be used in conjunction with clinical observation patient history and epidemiological data when making a diagnosis. Review of the cdc website noted there are no specific treatments for covid-19 at the time. In this case, all 35 of the false results originated from a single site, there were no issues observed with the lot of covid-19 tma used for testing. Patients were called and a modified cr was transmitted. Customer did not report any further issue. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4)), aptima sars-cov-2 (eua(B)(4)), and aptima sars-cov-2/flu (eua(B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.